Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that when using the vasoview hemopro 2, the cautery would stop/shut off/not work. It happened at the beginning of cutting the branches. Was not a result of timing out. Cables were changed. Issue kept happening. They were able to finish the case but with much difficulty.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. Corrected section: d10. A lot number was not reported. A ship history was unable to be performed due to incomplete account address and multiple gfe attempts were made requesting address of account with no response. Should the account address be give, a ship history will be conducted.

Event description:
N/a.